Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to insert the lead into the header of the pulse generator even with the use of mineral oil. The device was no longer used and a new device was implanted successfully. There were no patient symptoms reported and the patient would be monitored normally.